Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported transmitter was not holding the charge and also reported issues with chargers. The customer was also reported shorter battery life with insulin pump and pump makes grinding noise during prime and rewind process. It was also reported sensor was asking form more calibration. The customer reported no adverse event. The event involved product(s) mmt-1884, unomedical, mmt-7040a, mmt-7841zn, mmt-7715. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for unomedical. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-7715.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Pump history files and traces successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. All battery changes prior to event date indicated batteries lasted longer than expected. The event date showed three battery changes occurring within less than two minutes indicating improper battery installation or installation of faulty/dead battery. No abnormal motor noises noted during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay charge/battery lasts less than expected was not confirmed during analysis. Prime/fill and rewind anomaly was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.